Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was scratched. The scratches do not affect the pump performances. The customer believes that the scratches are isolated to the screen protector however, the customer declined to remove the screen protector so this could not be confirmed. The customer's blood glucose level was not impacted.